Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The reported problem was verified. The device was found to have error code 46011 which resulted in mainboard malfunction and bubbled downstream occlusion (dso) seal. The issue was resolved by replacing both the mainboard and the dso seal. The device has since passed all functional and accuracy testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that there was water damage. There was no patient involvement, and no patient harm/adverse event reported. No further information was provided by the customer.